Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2014-08083 and 2134265-2014-08024. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an unspecified coronary imaging catheter to visualize the unspecified lesion. During the procedure, the motordrive unit 5 plus (mdu5 plus) did not perform automatic pullback. No patient complications were reported.